Event description:
I have used fixodent since 2002. I began to have numbness, tingling and pain in my extremities. I was diagnosed with poly neuropathy on (B)(6) 2010. A 24 hrs urine sample has shown a high level of zinc with low levels of copper. My neuropathy is permanent and is requiring continued medical care and treatment. Dose or amount: denture cream, frequency: twice daily, route: oral. Dates of use: 2002 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use: no.